Event description:
This complaint is now reportable based on the returned device analysis completed on 07/23/2009. It was reported that " the hole of exit of the monorail system of the carotid wallstent does not allow the transit of the guide." Additional information was requested but is not available. However, the returned device revealed partial stent deployment.

Manufacturer narrative:
Device analysis: product analysis confirmed the reported guidewire movement issues; however, in addition, visual examination of the returned device found that the stent was partially deployed by 1mm. No other issue was noted with the profile of the device. During analysis, when a 0.014 inch filterwire was inserted through the device, it exited the monorail exit without issue. With slight rotation of the shaft, several further attempts were made and intermittently the filterwire would meet a restriction at the inner bath tub stamp or exit at the monorail exit as required or continue past the monorail exit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).